Event description:
It was reported that the pump needed a case replacement and there was pump head damage. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower right front corner, the right plunger case was cracked and was missing all the components inside the plunger assembly. A review of the event history log (ehl) identified force sensor test error (due to missing force sensor, plunger board, both timing plates and springs from customer). The reported issue was verified during inspection. The pump was dropped and missing all the components inside of plunger assembly by customer. The root cause of the issue was a result of the customer's impact to the device. Replaced top case, right plunger case and all the missing components inside of plunger assembly. Performed preventative maintenance and all functional testing.